Manufacturer narrative:
Additional contact: (B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir leaked from the bag on the inside. There was no patient injury.